Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the rca to r-pda. Approximately 2 months post index procedure the patient had a mi, related to the target vessel. The investigator assessed that the event was related to the device. Approximately 3 weeks later the patient had a target vessel revascularization of the rca to r-pda due to restenosis. An unknown bra nd drug eluting stent was implanted. The investigator has assessed that the event was related to the study device. It is reported that the patient recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Manufacturer narrative:
During the previously reported revascularization an endeavor sprint (ensp35018jx) was implanted to the prox right. Reason for revascularization was new stenosis. Investigator indicated that the event was not related to the study device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.